Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 302995, batch no.: 9064509. It was reported that during use of the syringe 10ml ll s/c 200 the syringe cracked along the barrel. This is the second of three complaint for this product and this facility. The following information was provided by the initial reporter: this complaint is 2 of 3. The second instance was (B)(6) 2019. The syringe was inadvertently thrown away by a new staff member. No exposure or harm occurred. Was the reported defect discovered or occur before use or during use? During use. Was it specified on what date(s) the reported issue occurred? (B)(6) 2019.

Event description:
Material no.: 302995 batch no.: 9064509. It was reported that during use of the syringe 10ml ll s/c 200 the syringe cracked along the barrel. This is the second of three complaint for this product and this facility. The following information was provided by the initial reporter: this complaint is 2 of 3. The second instance was (B)(6) 2019. The syringe was inadvertently thrown away by a new staff member. No exposure or harm occurred. 1. Was the reported defect discovered or occur before use or during use? A. During use. 2. Was it specified on what date(s) the reported issue occurred? A. (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.